Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was in 200-300 mg/dl range. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.